Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 25jan2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during use the ventilator had a calibration data error of the device pressure sensor. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The service engineer (se) inspected the device. The se confirmed the reported issue and replaced the gas delivery system (gds). The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 10may2019. A gas delivery system (gds) was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.